Manufacturer narrative:
(B)(4). The complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20689. It was reported the patient ((B)(6)) experienced pain at the right side ipg site due to an infection. Additionally, the patient experienced shivering and was admitted to the hospital. Blood test revealed low hemoglobin. No additional information is available at this time. The patient received two ipgs. It is unknown which one is the right side ipg. Therefore, all the possible devices are being reported.